Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was less than 3 months to eri and was on advisory. The device was prophylactically explanted and replaced. It was also noted that the right ventricular lead showed externalized conductors via review of x-ray. The lead was not replaced due to occluded vein; however, the threshold was high but still within range. The patient was stable pre, during and post procedure.